Event description:
A patient reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 136, and 64 mg/dl. Tests were done within 10 minutes with a difference of 64 mg/dl. Patient did not experience any adverse events. No further information has been reported.